Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, the patient experienced suboptimal vision. The iol was subluxed. The iol was exchanged approximately 3 months after the initial implantation. Additional information was provided indicating that the reason for the iol exchange was blurred distance vision, unexplained decrease in distance vision, not correctable and no etiology. Additional information has been requested.